Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using a new lab reservoir and found it was occluded at the p-cap connection section. They were unable to confirm that the customer received the infusion set occluded because the customer returned the set opened/used. There was also a bent cannula. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that she was told that they can no longer get sof sets and have to switch to quick sets. Caller stated that they changed the pump last night and it said pump suspended and motor error. Caller tried to do everything it told her to do like rewind and reset but it was not working. Customer tried to treat with the pump but it did not deliver everything. Caller stated that it said 5.6 units and only delivered 2.2 units. Customer did the rewind/prime and it delivered 1.4 units. Caller stated that when she tried again, she had a no delivery alarm. Caller stated that it is a possible site issue and scar tissue issue. Customer's blood glucose was 354 mg/dl. Caller stated that the alarm occurred during bolus and is recurring. Caller stated that the reservoir was not empty. Customer stated that the insulin did exit the tubing. Customer stated that the cannula is bent. Customer was advised to do a complete set change.